Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime and fire 30 times without issue. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring and the right bumper was overlapped by the spring. Based on the findings, the investigation is unconfirmed for the reported self-activation. The identified bumper issues likely contributed to the identified incomplete cannula tang engagement and may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, the device allegedly self-activated outside the patient while priming the second slide. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.